Event description:
The thread of the connecting screw is broken off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the complained uss-ii polyax screw holder shows that the thread of the connecting screw is broken off due to mechanical overloading use. It is assumed that the connection between the holder and the implant was not performed properly. Therefore that applied force while in use was too high for the connecting screw which ended in the breakage of the tip finally. It is important to have a close connection between the holder and the screw in order to prevent such problems. Reviewing the manufacturing and material documents shows conformity as well. No product fault could be detected.